Event description:
It was reported, that after a da vinci-assisted surgical procedure. The tip-up fenestrated grasper instrument had a damaged wire after the procedure. It was reported, that the damage was caused either in transport or during decontamination. The procedure was completed robotically with no patient injury and no fragment fall.

Manufacturer narrative:
Intuitive received the part associated with this complaint. And failure analysis showed the instrument had the main tube broken. No material was found missing. The instrument was also found to have a scratch mark with light material removed on the main tube. The scratch mark was 0.189 in length and was not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.